Event description:
An infusion pump with an 810:04 failure code that occurred during patient use. The biomed stated that there was no report of any patient injury or medical intervention resulting from this failure. Information was requested by baxter regarding specific patient information, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified.